Manufacturer narrative:
The probable root cause is due to an error with the integrated electro surgical generator unit (iesu).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure could not be reproduced. The unit energized and cauterize, and all ports recognized instruments. The complaint was not confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support to report that the monopolar curved scissors (mcs) instrument was not working. The customer had already swapped to a force triad generator at the time of the call. The procedure was continued as planned with no reported injury. Isi followed up with the customer and obtained the following additional information: system functionality was checked upon powering on the system and the system initially powered on without errors. The procedure was completed robotically utilizing a force triad generator.